Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation under the back therapy electrodes of the lifevest. The patient went to the doctor and started applying (B)(6) on the area. Follow-up indicated that the irritation was better.